Event description:
Boston scientific received information that shortly after implant, this right atrial lead had dislodged. The dislodgement occurred after pocket closure, however the patient was still on the operating table. The physician expected the dislodgement was due to lack of lead slack. A lead revision is planned for a later date. No adverse patient effects were reported. The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.